Manufacturer narrative:
Based on the current information provided, the cause of the reported post-operative complication was unable to be determined. There is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. A review of the instrument logs was performed on (B)(6) 2020 for procedure on (B)(6) 2020 on system (B)(4). All reusable instruments with uses remaining that were used in the case have not yet been used in subsequent procedures and a site review shows no complaint filed against the instrument. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report. A follow up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that ¿after a da vinci-assisted right hemicolectomy procedure the patient was re-admitted to the hospital for a pulmonary embolism¿. As reported, there were no issues during the case, no errors, and no system, instrument, or accessory malfunctions occurred. The procedure was completed robotically as planned with no patient injury on (B)(6) 2020. The cause of the reported post-operative complication remains unclear. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, there was a report of a pulmonary embolism. The da vinci-assisted procedure was completed on (B)(6) 2020 and the patient was re-admitted to the hospital on the evening of (B)(6) 2020. On 23-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted right hemicolectomy procedure on (B)(6) 2020, the patient presented with symptoms of shortness of breath. There were no issues during the case, no errors, and no system, instrument, or accessory malfunctions. The procedure completed robotically as planned with no patient injury. On the morning of (B)(6) 2020, the patient presented symptoms of shortness of breath and was admitted to the hospital through the emergency room. The surgeon confirmed that the patient is being medically treated for symptoms presented, the symptoms are unrelated to an isi product, and the patient has improved. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: the patient was re-admitted to the hospital for a pulmonary embolism. The patient is being treated medically for the pulmonary embolism. The surgeon does not feel that the da vinci system, instrumentation, or accessories caused or contributed to the pulmonary embolism.